Manufacturer narrative:
Investigation summary: based to the received picture the complaint is confirmed. Product was not returned and, an investigation could not be performed. We have forwarded the received information and the requests from surgeon to the sustaining engineering department for evaluation, here is the statement: if the surgeon uses direct clamping onto humeral and ulna rods, as opposed to rods between humerus and ulna components (joining to the hinge joint rod component) ¿ is this against the instructions for use? The surgical technique guide states that additional rods between the partial frame of the humerus and the elbow hinge fixator, respectively between the partial frame of the ulna and the elbow hinge fixator should be used. But depending on the position of the partial frame, the elbow hinge fixator can also be connected directly to the partial frames of the humerus, respectively to the partial frame of the ulna. Therefore, it is not against the surgical technique to use direct clamping onto the humeral and ulna rods, instead of using additional rods in between, as performed by the surgeon. Does the manufacturer know of any reasons why the hinged component of the instrument may separate, what advice can be given to the user/surgeon to prevent this from happening? If the rotational axis of the elbow hinge fixator is not properly aligned to the anatomical rotational axis of the elbow unintended off-axis torques/forces can be transmitted to the elbow hinge fixator joint while the patient is flexing/extending his elbow joint. These off-axis torques and forces can increase the friction between the hinge rods and the connecting screw, which over time could lead to loosening of the connection screw and finally separation of the external hinge fixator. Therefore, precise alignment of the rotational axes of the external hinge fixator joint with the elbow joint is crucial for proper function of the device. Also, manufacturing issues could lead to the loosening of parts during use. In order not to distribute defective devices, every sold article has to pass inspection of critical to quality features (ctqs). The external hinge fixator is a single use device and should not be used multiple times. These are general statements and cannot be directly applied to the reported issues. As the parts were not returned, it is not possible to draw definite conclusions on the root cause. The applicable dcrm does not adequately address the reported issue of the external hinge fixator separating. This discrepancy is already being evaluated through, therefore no additional actions are required. No proper product investigation could be performed, since the concomitant parts were not returned. Considering the pictures provided by the surgeon, based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The complaint can still be rated as confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Other UDI: (B)(4). Implant and explant dates: device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporters phone number: (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the joint elbow external fixator was fixed intraoperatively on (B)(6) 2017 to a large ex-fixation frame. The folding part broke, pieces generated with the hinge screw. Per the surgical technician, the illustrated construct was resuscitated and additional rods were added between the humerus and ulna components connected to the hinge joint rod component, however, the construct felt too bulky for the practical purpose of direct clamp onto humeral and ulna rods. This complaint involves 1 part. Concomitant parts reported: one 1x rods,part unk, lot unk, 1x joint rod, part unk, lot unk, 1x combination clamp 8.0/11.0, clip-on part 390.037 lot. 6499249. This report is 1 of 1 for (B)(4).